Event description:
It was reported by service report that the left head caster was broken. Customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.